Event description:
It was reported that the system with a pacemaker and this right ventricular (rv) lead showed a sudden increase in rv pacing lead impedance but not out of rang and some months later another spike with high, out of range values. A spring contact behavior was suspected. There were no noise events. It was suggested to reprogram the pacing and sensing polarity. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).